Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of an abdominal aortic aneurysm. It was reported one month post implant, there was swelling visible on a CT which also showed a compression of the aortic wall and this was in retrospect was described as the beginning of a post-operative complication / infection. Additionally, this may have occurred at the primary surgery (smear: enterococci) and it is also possible the prosthesis itself was a source of infection. The patient died due to the infected aneurysm with spondylodiscitis as well as entreococcen bacteria. The physician is not sure that the prosthesis by itself is the source of the bacterial contamination. The physician stated the event was related to the device and procedure. Review of cta¿s from 4 days post-implant revealed that the endurant bifurcate was currently positioned just below the renal arteries. The ipsilateral limb was placed down into the right common iliac artery, and the contralateral limb into the left common iliac. The proximal stent graft od measured 25mm just below the renal arteries. The maximum diameter aaa measured 5.5cm. There was contrast feeding the sac from the ima; no stent graft endoleak was observed. Both limbs were patent. Review of cta¿s from 11 days post-implant showed the stent graft positioned just below the renal arteries. The maximum diameter aaa was stable at 5.5cm. Contrast is again seen in the anterior sac from retrograde flow from the ima, and there is also possible inflow from a posterior lumbar near the top of the sac. Both limbs are patent and no other stent graft issues are seen. Review of cta¿s from 5 months post-implant revealed that the stent graft was in the approximate same in-vivo configuration as the earlier studies. There is no evidence of any endoleak. However the shape of the aaa has a different appearance from the previous studies. The maximum diameter is approximately 5cm. The aneurysm wall appears to have thickened which may be an inflammatory response, and there are air bubbles visible within the sac which may indicate an infection. The origin of the reported infection could not be determined from the films returned. It is possible that the infection could have originated from the implanted stent graft. Alternatively, this could have been the result from a systemic infection that seeded and proliferated on the stent graft material and aaa.

Manufacturer narrative:
(B)(4).